Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as (B)(4). A review of all batch record documents will be performed for potentially associated lot number(s) h13f05068 and h13e31025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by bloody and cloudy pd effluent, and a high white blood cell count (wbc's). The patient was hospitalized on the same day and treated with meropenem intravenously (IV) (1000 mg, daily) for peritonitis. Seven days after the hospitalization, the patient was discharged from the hospital. The patient continued meropenem via a peripherally inserted central catheter (PICC) line for two more weeks. After two weeks, the treatment with meropenem was discontinued. Twelve days after discontinuing treatment, the patient was re-admitted to the hospital and was diagnosed with recurring peritonitis manifested by cloudy effluent. On the same day, the patient again treated with meropenem intravenously (IV) (1000 mg, daily) for peritonitis. Six days later, the patient was discharged from the hospital and continued meropenem at home. The patient was recovering from the peritonitis. On an unreported date, pd therapy was discontinued. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal pd4 1.5% and 2.5% ambuflex therapies were re-introduced. Dianeal pd4 ambuflex 4.25% therapy was ongoing. A batch review was conducted for potentially associated lot numbers. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.